Manufacturer narrative:
A ge rep evaluated the system and was unable to reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the system is unstable and crashed. No pt injury was reported.